Manufacturer narrative:
Initial.

Event description:
It was reported that the customer experienced a low blood glucose of 51 mg/dl overnight after receiving 6 units of lantus while the ilet remained in use following a prior hyperglycemia event and emergency response, with the sequence suggesting the exogenous basal insulin could have contributed to the later hypoglycemia. Symptoms included hypoglycemia. Outcomes included unexpected medical intervention with oral glucose tablets and sugared coffee that resolved the low and returned glucose to range. Investigation included communication with the customer and analysis of information provided by the user. Investigation of this case revealed no findings due to insufficient information, and no specific device problem or component could be identified. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.